Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the problem to the distribution board (96-410-704). The board was replaced to resolve the issue. Subsequent functional tests were completed successfully. The replaced part was requested for return to livanova (B)(4) for further investigation. However, the customer decided to retain the defective part. As an investigation could not be performed, a root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a burning smell was identified coming from the pumps of the heater-cooler system 3t during a procedure. There was no report of patient injury.